Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings:the complaint could not be duplicated. A review of the pump¿s black box data revealed replace battery alarms. The electrical current draws measured within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.